Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 6 years and 3 months post successful tavr implant using a 26mm sapien 3 valve via transfemoral approach, the patient now presents with severe aortic stenosis and is being worked up for a valve in valve procedure.

Event description:
Per medical records provided, a valve and valve were performed 6 years and 3 months post successful tavr implant. A 29mm non-edwards valve was placed within the 26mm s3 valve via transfemoral approach. There were no complications, and the patient was discharged on pod 1. The reason for the viv was due to external dyspnea and chest discomfort. The echo dated (B)(6) 2022 shows a peak velocity 4.12m/s and an avmg of 40 mmhg.

Manufacturer narrative:
Update to h6; clinical code, type of investigation, investigation findings, investigation conclusion. Update to b5 and b7. The 26mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with sapien 3 valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was unable to be confirmed due to the unavailability of relevant medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 6 years and 3 months post successful tavr implant using a 26mm sapien 3 valve via transfemoral approach, the patient now presents with severe aortic stenosis and is being worked up for a valve in valve procedure". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, the cause of the stenosis 6+ yrs post-implant may be due to patient factors (chronic renal disease, hyperlipemia, pre-existing valvular disease). Tissue calcification can impede leaflet mobility leading to stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.